Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in the clinic. It was noted that the ICD delivered an inappropriate electric shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Upon interrogation, it was observed that the device and non-boston scientific right ventricular (rv) lead recorded a code 1004, which is indicative of short circuit during shock delivery. It was noted that the commanded shock impedance was less than 20 ohms. In addition, the ICD displayed a code 1006, indicative of a high voltage detected on a lead during a device charge. Technical services recommended a device and lead replacement. Then, the patient was admitted to the hospital and a revision procedure was performed. The ICD and the non-boston scientific rv lead were explanted and successfully replaced. No additional adverse patient effects were reported.